Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported incident was confirmed by imaging and the surgeon's letter. The original surgeon reported intraoperative adjustment difficulties with the bilateral all-ti implants, and examinations revealed that the mandible did not end up in the correct position, although no clear cause could be identified. Based on the clinical assessment of the new surgeon, the patient's severe functional and aesthetic problems are likely due in part to the malpositioning of the right temporomandibular joint implant (ID no. 2404251001) in combination with additional surgical misalignments from the 2024 procedure. It is planned to replace the right implant with ID no. 2508261041. Based on the investigation, there are no indications of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
It was reported that patient is having issues with the right prothesis and revision surgery is possible.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.